Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: on examination, the cartridge compartment was found to be cracked at the cartridge compartment threads and traveling down along the bumper toward the case seal. The cartridge compartment threads are damaged and the cartridge cap is not able to be securely attached. The battery compartment was noted to be cracked on the side from the case seal to the battery compartment threads. Investigation confirmed the alleged damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; cartridge compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.